Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. On an unreported date, the patient was treated with an injection of vancomycin (1g, frequency and route not reported) for the peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.